Event description:
Patient 2, it was reported that the spacer has moved. This is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Upon further review, it was noted that this complaint (B)(4), MFR report #2520274-2013-01212 is a duplicate filing for complaint (B)(4), MFR report #2520274-2013-01197. Synthes USA is retracting MFR report #2520274-2013-01212. MFR report #2520274-2013-01197 will remain on file.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.